Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of spinal pain. It was reported that there was no program that helped the patient with their pain. The patient stated they had tried all the programs, but they were not doing anything to help and the pain was still there. The patient had a follow-up health care provider appointment on (B)(6) 2018. Additional information was received from the patient on (B)(6) 2018 reporting the patient didn't know the cause of the program not helping with pain, but that the pain was still very bad and was getting worse. Additional information was received from a manufacture representative (rep) via a patient on (B)(6) 2018. The rep noted the event date was (B)(6) 2017. The patient had no pain relief with their spinal cord stimulator (scs). The paddle lead placement is more right than left and is too low. Multiple reprogramming were attempted. It was determined by the doctor that the paddles need to be repositioned to obtain pain control. It was unknown if the issue was resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Continuation: product ID 977c165 lot# serial# (B)(4) implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep reported that the hcp confirmed the details and they spoke with the patient but the weight was not available. It was stated that the patient confirmed the stimulation was going well and they had not been that comfortable in more than 10 years. The patient stated that they did not want to try other programs that were set up during the post op programming. It was mentioned that the patient was satisfied with the current programming. No further complications were reported.